Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was at her doctor¿s office for a scheduled appointment for an unspecified condition. She received bad news from her health care provider and was feeling panicked. The staff checked her bg and it was 40-50 mg/dl while the cgm read only 100s. She was treated for hypoglycemia at the office with an unspecified IV through her port. She was then transported by helicopter to a higher level of care for an unrelated reason, but during the flight, the bg continued to be low with inaccurate cgm readings. The cgm reading was 98 mg/l while she was losing consciousness (no bg provided at that time), so she was treated further with an unspecified injection for hypoglycemia. She was hospitalized for approximately 5 days. At the time of the call, she was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.